Manufacturer narrative:
The device involved in the event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. ¿device iteration is afx with duraply¿.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm. Approximately 3.5 years post initial procedure patient presented emergently with retroperitoneal bleed and physician elected to reline with non-endologix device (medtronics). Patient is reportedly doing well and there have been no additional patient sequelae reported.

Event description:
The patient was initially implanted with a bifurcated stent graft and a suprarenal stent graft extension to treat an abdominal aortic aneurysm. Approximately 3.5 years post initial procedure patient presented emergently with retroperitoneal bleed and physician elected to reline with non-endologix device (medtronics). Patient is reportedly doing well and there have been no additional patient sequelae reported. Additional information: it was reported that the patient had a type 3a endoleak with a rupture.

Manufacturer narrative:
The manufacturing lot evaluation confirmed all devices met specifications prior to release. The device was not returned as the device remains implanted therefore no evaluation was completed. A clinical assessment of the reported event could not be completed due to a lack of receipt of relevant medical records and/or imaging. Several attempts were made however, no response was received. As such, event determination, off label conditions, related patient harms and patient disposition could not be independently assessed. No additional investigation of this reported event is planned however if additional information pertinent to the incident is obtained, a follow-up report will be submitted. Endologix will continue to monitor this complaint and similar complaints in the event further investigation is needed. ¿device iteration is afx with duraply.¿ corrections: h6: result remove code 3233. H6: conclusion remove code 11.